Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (2000 mcg/ml at 299 mcg/day) via an implantable pump for unknown indications. It was reported that the patient described a spinal headache since implant. A catheter study was done previously and all outcomes were stated to be normal, but the patient's headache continued. The hcp decided to explore if there was a cerebrospinal fluid (csf) leak. The patient stated they had no withdrawal at the time. The hcp cut out part of the catheter and performed a revision. The issue was resolved at the time of this report. Additional information was later received from the rep. It was reported that the hcp did not locate a csf leak during the exploratory surgery.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information.  D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.